Event description:
Echocardiogram revealed "moderate" pv leak at the medical margin of the mitral ring. This was noted to be the same area of dehiscence that was observed prior to implant of this valve. The leaflets exhibited "normal" movement and there were "no signs of intrinsic dysfunction". The pt has experienced hemolysis necessitating several blood transfusions and was reported to be in heart failure with dyspnea on minimal exertion. Pt is confined to bed and requires 24-hour care. The valve remains implanted.

Event description:
Description of event: in 2000, a dr implanted a 29 mm st. Jude medical mechanical heart valve sjm masters series with silzone coating (29mecs-60) as well as a bovine pericardial ring. This was the replacement device for a 27 mm mitral st. Jude medical mechanical heart valve sjm masters series with silzone coating (27mecs-602) which was explanted after three months as a result of paravalvular leak. A large abscess was observed on the "mitral ring" of the explanted valve. Postoperatively, the patient experienced pulmonary insufficiency and severe renal failure "of the tubular necrosis type" with maintained diuresis, due to nephrotoxins. Pt also experienced symptomatic bradycardia that required stimulation with an epicardial pacemaker and hypertension that was treated medically. The final primary postoperative diagnosis was reported to be "mitral valve insufficiency due to prosthetic dehiscence as a consequence of acute and subacute endocarditis (with negative cultures)". Secondary diagnoses were acute renal failure, pulmonary insufficiency and acute cerebrovascular disease with left hemisphere stroke, aphasia and right-sided hemiplegia. Infectious unit consultation was obtained and indicated an endocarditis diagnosis was "of low probability" since the cultures were negative without prior antibiotic treatment and without biological and clinical "alterations" suggestive of infection, even though surgical observations were suggestive of endocarditis. However, the infectious disease consultant did recommend the patient be maintained on antibiotic treatment, since there could have been "germs of difficult growth, including fungus" present. Amphotericin b and ceftriaxone were prescribed for four weeks postoperatively. It was reported the patient was discharged in 2000. This was the patient's third mitral valve replacement since 1999 and pt had a history of rheumatic heart disease, iron deficiency anemia, and chronic atrial fibrillation. In 2000, an echocardiogram performed indicated "normal movement" of both leaflets and "no signs of intrinsic dysfunction". Moderate paravalvular regurgitation was observed at the "medial margin of the ring", the same site of the previous dehiscence. However, this area of dehiscence was "clearly inferior" to the pre-implant echocardiograms. Additional information received from the patient's family member indicated the patient has experienced hemolysis, and has required several transfusions since discharge. Pt is also reported to be in "heart failure with minimal exertional dyspnea", is confined to bed, and requires 24-hour care. In 2001, this valve was explanted due to paravalvular leak. According to a translated file note, the patient was admitted in 2001 due to severe mitral insufficiency as a result of "prosthetic dehiscence". Pt presented with motor aphasia, could not speak, and experienced dyspnea at rest, necessitating medical treatment and oxygen. Pt had right-sided paralysis,which "predominantly affected their right arm" and hemolytic anemia, "possibly secondary" to the valve. No additional information has been received, including the identity of the explanting surgeon.